Event description:
It was reported that the atrial lead threshold spiked and there was no capture. A microdislodgement occurred and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.